Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
During a repair check the cardiosave intra-aortic balloon pump (iabp) unit failed the drive manifold test. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated the unit for reported issue. The fse replaced the drive manifold to resolve the issue. The equipment was then found functional and cleared for customer use. The following was performed by the maquet failure analysis and testing (fat) department. The failure analysis and testing department received the following part associated with this complaint: pn: (B)(6) sn: (B)(6) drive manifold this part was received with a reported unit failure message of failed the drive manifold test. Performed visual inspection of this part received and part looks to be in condition. Installed the drive manifold into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per pn (B)(6) revision d and the cardiosave service manual pn (B)(6) revision r. The failure analysis and testing department verified the failure of drive manifold vacuum leak diff. Pressure with result of 112mmhg and pressure leak diff. Pres. With result of -220 mmhg, the factory specification is vacuum leak diff prs. (Mmhg) ±25 mmhg, pressure leak diff prs. (Mmhg) ±55 mmhg. Drive manifold failed testing. Retaining drive manifold in the fat dept. As per procedure 0002-07-d008 rev an. Failure analysis received from the supplier for pn (B)(6). Unit tested on aiken endline tester, external leakage above limit, k7 noise observed unit tested in florham park lab, k7 noticeably louder click when energized compared to other samples no external leakage observed through k6 or k12 external leakage observed on side port 4 unit is a rev a built in 2011. External leakage from plugged communication hole, upgraded in rev j noise from k7 was high cycle wear on internal parts, valve at end of life" probable root cause is expected wear and tear. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Ar.